Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. G7 str insrtr threaded shaft was returned and evaluated. Visual inspection of the returned product identified the threaded tip was fractured. The shaft body and below the threaded area show wear from the use of the device. The device was sent to fracture analysis. The analysis completed by the sem lab reported that the fracture was found to be within scope. The investigation involved the use of optical microscopy to identify the failure modes of returned threaded inserters. All had evidence of fast-fracture type bending overload failure, with varying amounts of inserter thread engagement in the shell at the time of the fractures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that the cup inserter fractured during impaction. No patient harm was indicated. No additional information is available.